Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the parkinson's disease patient¿s lead was replaced due to the lead being ¿off target.¿ it was further reported ¿the off-target event was only a few millimeters, but the clinical efficacy was suboptimal.¿ the patient was reportedly ¿well¿ and their ¿parkinson¿s disease symptoms were well controlled¿ following the replacement of the lead. Additional information was requested; a supplemental report will be filed if additional information is received.